Event description:
A hospital in (B)(6) reported, via our distributor, that the heater wire alarm was activated shortly after set-up of an rt206 adult inspiratory heated breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We received this report from a distributor in (B)(4). The product is not sold in the USA but is similar to one which is sold in the USA with a 510(s) of k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 adult inspiratory heated breathing circuit was tested using a multimeter. Results: our resistance testing of the heater wire in the inspiratory tube indicated that the product was operating within specifications. Conclusion: our results confirmed that the product was fully functional and operating to product specifications.